Event description:
The customer stated that false positive architect troponin-I results were generated for three patients. The customer uses a cutoff of 0.095 ng/ml. No adverse impact to patient management was reported. Patient #1: sample ID (B)(6) drawn/run (B)(6) 2014. Initial positive result of 0.128 ng/ml retested negative at 0.033 ng/ml. The sample was rerun on a different architect analyzer and the result was negative at 0.044 ng/ml which was reported out of the laboratory. Patient #2: sample ID (B)(6) drawn/run (B)(6) 2014. Initial positive result of 0.97 ng/ml retested negative at 0.014 ng/ml which was reported out of the laboratory. Patient #3: sample ID (B)(6) drawn/run (B)(6) 2014. Initial positive result of 0.138 ng/ml retested negative at 0.018 ng/ml. The sample was rerun on a different architect analyzer and the result was negative at 0.016 ng/ml. A result of 0.02 ng/ml was reported out of the laboratory.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer observed falsely elevated patient results, while using architect stat troponin-I, list 2k41-27, lot 60820un14. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. However, an increase in complaint activity was identified for reagent lot 60820un14. Accuracy testing was completed using retained kits of reagent lot 60820un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves three discreet samples. Retest of all three original samples produced negative results indicating a possible sample integrity issue. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results.